Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer consistently failed. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie drawer 2.3 often failed due to issues with faulty components. A field service engineer checked the components and replaced the mini-drawer engine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.